Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: the device was used on lung tissue. The stapler stapled and cut and the black knobs were returned to the back of the staple gun. However, the device would not open. The surgeon attempted to pry the jaws of the device open but it would not and he placed another stapler proximal and pulled the other stapler off the tissue. This damaged the tissue and the surgeon had to take more lung tissue.